Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 54 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient's gastroenterologist was consulted for the patient's recent case of likely gastrointestinal (gi) bleeding. The patient also had what appeared to be bloody stools. The patient was taking aspirin at the time of the event. The patient was given a blood transfusion and an endoscopy was performed to further diagnose and treat the bleeding. Additional information was requested but has not been provided.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Manfacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient developed a low grade fever. Urinalysis and chest x-ray were taken. The following day, the patient's fever spiked to 101 degrees fahrenheit. Infectious disease was consulted and blood cultures and chest x-ray revealed left pleural effusion. The patient was started on parenteral antibiotics.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use supporting the patient. A correlation between the device and the reported likely gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.